Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (hcp): information was received from the healthcare professional (hcp) regrading a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the gastric stimulator was replaced and the left forearm cyst was excision. The stimulator was set at r= 345, v= 8, rate= 28, on seconds, off 3 seconds, and the stimulator was currently on. It was noted the patient lost less than 10 ml of blood during the procedure. The hcp stated the patient had gastroparesis and a gastric stimulator that had failed to function properly and was faulty. The hcp also noted the patient had a left arm lesion that was quite bothersome to him and increasing in size. The hcp stated they discussed with the patient that if the leads were not functional, they would only replace the stimulator and not the leads. The hcp reported the stimulator leads were in good repair and the stimulator was replaced. The hcp noted there was no complications. The hcp noted the old stimulator was reopened sharply and the old stimulator was removed. The new stimulator was then attached to the newly cleaned and dried leads. The new stimulator interrogated, turned on, and was programmed to resistance was 345 ohms, it was set to a voltage of 8, a rate of 14, a pulse width of 330, on for 2 seconds, and off for 3 seconds. The hcp noted the patient was brought to the recovery room in good condition. It was noted the patient¿s ins was replaced on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that there was no device issue/problem; the battery expired. It was exchanged.